Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident it was determined that the auxiliary drawer 22 pocket d6 a6 and d1 had invalid cubie memory a field service engineer fse checked the station drawer ran diagnostics shut down the unit and reseated the row board cable for drawer 22 after rebooting the fse ran diagnostics again and completed testing the customer recovered successfully the system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.2 pocket d6, a6 and d1 had invalid cubie memory, which located on jen11b. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.